Manufacturer narrative:
Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of two unspecified marlex (bard flat mesh) meshes on (B)(6) 2014 and (B)(6) 2017. As reported, the patient is making a claim for an adverse patient outcome against both the devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress, sustained personal injury and the device was defective.